Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained by upper arm approach. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified common femoral and superficial femoral artery. After a guide wire crossed the lesion, a 7.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for pre-dilation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed by simply pulling it out from the sheath. The procedure was completed with another of the same device. No patient complications nor injuries were reported.